Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 587 mg/dl. Bg level was addressed with a correction bolus via the pump. Reportedly, the cartridge had been used beyond labeling. Tandem technical support guided the customer through filling and loading a new cartridge and educated the customer on insulin labeling.